Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change out, externalized conductors were observed via fluoroscopy. No electrical anomalies were observed. The patient will be monitored.